Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 38 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2017 for the low blood glucose levels. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform fictional testing including self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement accuracy test and displacement test due to motor error alarms. The insulin pump was received with cracked case at the display window and minor scratched display window.